Event description:
Clinical study. Same case as MFR #: 2134265-2008-04807. It was reported 1168 days following a coronary artery stenting treatment procedure, that the pt presented to the emergency room with intermittent chest pain requiring reintervention. The index procedure treated the 80% stenosed, 2.5x12mm target lesion located in the right atrioventricular branch (r-pav). Treatment consisted of pre dilation and the placement of a 2.5x16mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The pt also had a saphenous vein graft to the 2nd obtuse marginal branch during the index procedure treated with an unk taxus stent. The pt was discharged the next day on aspirin and clopidogrel. At 1168 days post the index procedure, the pt presented to the emergency room with intermittent chest pain over a 24-48 hour period and was treated with IV nitroglycerin. An initial set of cardiac markers was unrevealing, but an ECG showed right bundle branch block. A previous stress test showed findings consistent with scars in two areas of the anteroseptal and inferior basilar segments and no reversible ischemia. The pt was admitted to the cardiovascular unit and placed on a combination of IV nitrates and heparin therapy. Day 1169, cardiac catheterization showed: ejection fraction was 30-35%; apical and anterolateral segment were markedly hypo kinetic and had mild mitral insufficiency; left anterior descending (lad) artery was occluded proximally; mid lad had approximate 50-60% stenosis; internal mammary graft to the distal lad was occluded; vein graft to the distal posterolateral branch of the circumflex was totally occluded; and a 90% lesion in the right coronary artery posterolateral branch. Day 1170, the pt underwent a pci which revealed a 90% diameter stenosis in the r-pav branch. The pt underwent balloon angioplasty in the target vessel resulting in 0% residual stenosis. The angiographic core lab report, generated the same day, reported an 83.32% stenosis with timi 3 flow and no thrombus with the comment "type 1b in stent restenosis; tlr, balloon inflation". The pt was discharged the next day. The event was reported as study event/procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complications".